Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
On (B)(6) 2020: consumer reported that her daughter tried to remove her compak pearl the evening of (B)(6) 2020 when the tampon broke. On (B)(6) 2020: the consumer told her daughter to give it time to come out, but by sunday the daughter felt sick and her stomach was hurting so they went to a&e for removal. On (B)(6) 2020: the consumer indicated that a different tampon had been removed under anesthesia. The compak pearl was actually intact with a chevron shape.